Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a distributor via sems (B)(4) that ar-13999mf fastpass scorpion was difficult to fire the scorpion needle when passing suture through dermal graft and (1) ar-13995n multifire scorpion needle tip broke along with (2) ar-13999hdn hd scorpion needle with megaloader. All tips of the broken needles were retrieved. A new scorpion was opened/loaded with an hd needle, and the surgery could continue and be completed successfully. This was discovered during a scr procedure on (B)(6) 2024, with no reported patient harm.